Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their controller was not holding a charge and was acting up. Patient said the buttonon the top was extremely loose. When asked event date, patient said for about a week now, their legs would be hurting and they would look and see the controller battery was empty (agent asked, caller confirmed they were talking about the controller battery). Patient mentioned they charged the controller on wednesday night, but by saturday the battery was dead. Patient also said for 1-2 months tops, they'd noticed the implant getting a little warm when charging, but thought that was because the equipment was having issues.patient inspected recharger and controller battery compartment, but did not see any damage. Patient then said they would get memory problem and thought that was because the controller battery was dead. Patient reset on the call and reported memory problem. The issue was not resolved. A request was sent to the repair department to replace the controller.